Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified. Although requested, further information was not provided.

Event description:
It was reported that the pump was incorrectly programmed to infuse insulin at a rate programmed as 6.4units/kg/hour instead of the ordered rate of units/hour. The patient was receiving up to 300 units per hour at this rate. The original order was for 6.4 units/hour. The pump was re-programmed to units/hour then adjusted to a rate of 4.1 per the order. Soon after, the patient's blood glucose dropped from 291 (at 1814) to 75 (at 2029). The insulin drip was stopped at 2030. At 2100, the patient's blood glucose was 29. The patient was given one amp of d50 (1 amp=25 grams of glucose in a 50ml prefilled syringe of 50% glucose), and the blood glucose recheck was 145. Although requested, further information was not provided.